Manufacturer narrative:
1/30/1998-supplemental report #1 sent to FDA. Device not rec'd for eval.

Event description:
The device was used during a laparoscopic nissen procedure. Reportedly, the needle broke. The surgeon applied another instrument to complete the procedure. The hospital has reported no pt injury occurred.